Event description:
Customer reported issues with a beat-up touchscreen that has a bubble in it and occurrences of false occlusion alarms along with malfunction errors. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.